Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for no motor movement or negligible movement and retries to free a stuck motor failed so insulin pump went off, did not work. Customer also reports that battery compartment was broken or leak and leaking out of the insulin pump. Customer states that customer went for swimming. Customer¿s blood glucose was 12.1mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with broken force sensor error and critical pump error due to moisture damage on electronic assembly. The insulin pump was received with cracked battery tube threads and cracked case along the side of the battery tube.